Event description:
It was reported that the right atrial (ra) lead exhibited high unipolar and bipolar impedance. The lead remains in use but is will be scheduled for a revision. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.